Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, oversensing that resulted in loss of pacing due to an electromagnetic interference was noted on the device that resulted in the patient having a syncopal episode. Device reprogramming was recommended but no intervention has been conducted at this time. The patient was stable and will continue to be monitored.